Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 600 (mg/dl) and diabetic ketoacidosis. Reportedly, the customer delivered boluses to address bg levels prior to hospitalization; however, elevated bg levels persisted. While hospitalized, the customer was treated with insulin and fluids. During troubleshooting with tandem technical support, it was confirmed that insulin was being delivered through the infusion set tubing. The customer was released the following day.